Event description:
It was reported that the video system center had no picture. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection however the evaluation had done by field service engineer and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.